Event description:
Information received by medtronic indicated that the battery life of the insulin pump was poor. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the customer was not getting 'replace battery now' alarm  after 'low battery' alarm. It is unknown if the customer had continued to use the device. The insulin pump will be returned for the product analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.